Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc will add the investigation result about the malfunction, the chipped ultrasonic transducer of the subject device. Since the report of oekg said there was chipping of the acoustic lens, it was presumed that the acoustic lens surface chipping was caused by the application of an external force to the tip of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of olympus (B)(4) but has not been returned to omsc. The service department of olympus (B)(4) checked the subject device for evaluation. It was confirmed that there was the foreign object under the bending section adhesive. Those foreign object could see that it might not be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot, of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from the service department of olympus (B)(4) and it said that the multiple damages were found in the insertion section, connector part, and control section, of the subject device, omsc determined there was the possibility this phenomenon was attributed to the external force which was applied to the insertion section, connector part, and control section. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found the foreign object under the bending section adhesive. Also olympus (B)(4) found that the ultrasonic transducer had chipped. The occurrence date of the event is unknown. There was no patient injury associated with this report.